Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimates intermittently. Reportedly, the insulin gauge displayed a value of 105 units and the cartridge was filled with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge onto the pump.